Event description:
Healthcare professional reports "this was 6 month old lagb-apl which was doing fine, then lost pressure. At exploration, there was no puncture of the tubing but under 14ml pressure the fluid started to leak from the base plate."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based on the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, exact implant date, explant date, diagnostic testing, pt data, or further event details.